Event description:
Stopped cutting during procedure.

Manufacturer narrative:
Unit not returned for eval; updated MDR flowchart completed; this lot has a (B)(4) complaint rate: DHR review does not indicate a MFR error; (B)(4) complaints from this facility - this distributor has many facilities, hard to correlate problem; without an eval there is no determination of malfunction cause - refer to CAPA (B)(4) initiated october 2012 to investigated the numerous stopped working issues (B)(4) 2013. A was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage.